Event description:
The customer reported that the ventilator would not run on backup battery power and the battery is not charging. The customer reported the device was not in use therefore there was no patient involvement or harm. The facility biomedical engineer reported the unit would operate on ac power but if the ac power was removed it would not operate and the battery didn't hold a charge. As the device is out of warranty, the biomedical engineer replaced the backup battery and reported the problem resolved. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.